Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the patient didn't have an MRI. The hcp had programmed a priming bolus and noted in pump logs, "pump restarted due to restart command." It was thought the motor stall had recovered due to the bolus command but would continue to indicate motor stall when interrogated. It was reviewed the logs didn't indicate that the motor stall had recovered and that pump replacement should be considered. The pump was put at minimum rate. It was reported the hcp was requesting the pump off password. It was unknown if the pump was going to be replaced. The patient's weight was unknown. The patient's symptoms included withdrawal symptoms, anxiety and nausea. The cause of the motor stall was unknown. It was unknown if the device would be returned. It was noted the patient had just had cardiac valve replacement less than 6 weeks ago.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving an 10 mg/ml of morphine at 3 mg/day via an implantable pump. It was reported the patient's pump showed a motor stall on (B)(6) 2020. It was unknown if the patient had exposure to emi (electromagnetic interference), however, it was confirmed the patient did not have an MRI (magnetic resonance imaging). It was reported the hcp had programmed a priming bolus and noted the "pump restarted due to restart command." It was reviewed this was a standard message and did not indicate that the pump motor stall recovered.